Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the needle broke off and was embedded in tissue. The surgeon was not able to retrieve the needle that was left in the patient. Determination was made that the needle in its current location would post little risk to the patient and could be left in to encapsulate.